Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer obtained a reading of 109 mg/dl at 9 a.m. About 10 minutes later, the customer got in the shower and experienced a hypoglycemic episode and passed out. The customer's daughter had to remove the customer from the shower and both fell down. Customer's granddaughter brought juice to the bathroom, but the customer was fighting and would not drink the juice. Customer's daughter had to sit up the customer and administered the juice to the customer. Customer felt better in about 5 minutes, and was able to eat cereal and have a piece of toast. Customer then took 10 units of humalog 75/25, and did not feel good. Customer went to her doctor's appointment and then ate some soup and felt better. The following morning, the customer obtained the following results on her aviva meter within 10 minutes: 548 mg/dl and 224 mg/dl. She took 14 units of humalog 75/25 based upon the reading of 224 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.